Event description:
It was reported that the back rest of the stair pro is broken with exposed sharp edges and may not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the back rest of the stair pro is broken and may not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the back rest was cracked with exposed sharp edges